Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer attempted to reboot and recover the drawer, but issue wasn¿t resolved. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer all cubies not detected on bus. A field service engineer (fse) reseated row board cable connection to drawer controller for all drawers. The system functioned as intended after the fse repaired the device.